Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was confirmed in received device's logs. The reflector pressure transducer printed circuit board (pcb) was identified as defective. The pressure transducer pcb is part of the pressure measuring in the system. System checkout (sco) was performed after case revealed that multiple subtests failed. One of them was pressure transducer test. It failed due to zero pressure offset drift being outside defined intervals for expiratory pressure transducer pcb. The expiratory pressure transducer measured that zero pressure offset had drifted outside acceptable limits (drifted more than +/-300 mv from factory default), measured offset was approx. 9,9 v. The recommendation from the service manual when described failure occur is to replace the expiratory pressure transducer pcb. However - based on technician statement - the reflector pressure transducer pcb was the cause of all reported issues. Prior investigations performed for similar failure have found that the cause of this pressure transducer pcb failure is that the pressure sensor on the pcb is broken. The investigation found that the pressure sensor bond(s) was broken due to corrosion caused by contamination by cleaning detergent. Our conclusion is that the pressure sensor on the printed circuit board was broken and, based on prior investigations, most probable due to corrosion caused by contamination by cleaning detergent. However, since defective part has not been returned for the further analysis, the root cause of the pressure transducer pcb failure in this complaint has not been determined. The correction of fields h4 device manufacture date, h8 usage of the device and g4 date received by manufacturer was required. This is based on the internal evaluation. Previous manufacture date: 11/13/2019; corrected manufacture date: 10/31/2019. Previous usage of device: unknown. Corrected usage of device: reuse. Previous date received by manufacturer: 02/02/2023; corrected date received by manufacturer: 02/09/2023.

Event description:
It was reported that the anesthesia workstation generated several technical error codes indicating ventilation control error and apl pressure exceeded. Moreover, the anesthesia workstation generated alarms indicating high continuous airway pressure and high airway pressure. There was no patient harm reported. Manufacturer's ref. #: (B)(4).